Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial #: (B)(4), implanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(4), ubd: 07-dec-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving dilaudid (3.0 mg/ml at 1.7354 mg/day) via an implanted pump. The patient¿s medical history included chronic pain syndrome and endometriosis. The indication for pump use was gastrointestinal/pelvic floor - pelvic pain/other. On (B)(6) 2018 it was reported that the hcp was unable to access the pump reservoir port during the scheduled pump refill yesterday ((B)(6) 2018). They used ultrasound guidance and still couldn¿t access the reservoir port. The hcp suspected that the pump flipped and referred the patient to another physician for an x-ray and possible pocket revision. There were no environmental, external, or patient factors that may have led or contributed to the issue. The issue was not resolved, and the reporting hcp had no further information to provide regarding the event. Surgery was scheduled for (B)(6) 2018. The patient status was reported as ¿alive ¿ no injury¿. Additional information was received from another hcp via another company representative who reported that the patient reported feeling the pump may have flipped when bending in the shower. A lateral x-ray was done on (B)(6) 2018. The pump was confirmed to have flipped and a portion of the pump segment of the catheter had a hole which was not expected to have been there prior to today ((B)(6) 2018). A dye study confirmed the hole in the pump segment of the catheter. The patient was taken to surgery (B)(6) 2018 and the pump segment of the catheter was revised. During the procedure, 31.5 cm of the original catheter was removed, and 29.2 cm was added from a catheter revision kit to create a new total catheter length of 99.1 cm. The catheter was cleared and confirmed to be patent once completed. The doctor then increased the dilaudid dose and concentration to 5 mg/ml at 2.08 mg/day. No patient symptoms were mentioned. No further complications were reported/anticipated.